Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport slim implantable port. During procedure, a 0.018-inch guide wire was introduced. The guide wire did not advance as expected. While attempting to manipulate the wire through pushing and pulling, it became caught. Although the guide wire was eventually retrieved, inspection revealed that its broken at its tip. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one guidewire loaded in a guidewire hoop was returned for evaluation. Visual, microscopic and dimensional evaluations were performed on the returned device. The distal portion of the straight-tip guidewire was noted to have a slight bent. Slight uncoiling was noted on the distal tip of the guidewire. It appeared like a small oval hook in shape. Therefore, the investigation is inconclusive for the reported failure to advance and physical resistance/sticking issues as functional evaluation could not be performed due to uncoiled portion in guidewire. However, the investigation is unconfirmed for the reported fracture issues as no fracture was noted from sample evaluation and confirmed for the identified deformation and stretched issues as slight bent and uncoiling were noted. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport slim implantable port. During the procedure, a 0.018-inch guide wire was introduced. The guidewire did not advance as expected. While attempting to manipulate the wire through pushing and pulling, it became caught. Although the guidewire was eventually retrieved, inspection revealed that it's broken at its tip. There were no reported patient injury.